Event description:
I had the essure procedure done for birth control 3 years ago. Since that time I have experienced life changing side effects. The worst being horrible stabbing pain in my pelvic area. This device should be recalled or at the very least come with a serious warning to any woman considering it as it could potentially ruin their life. I do not know the exact date below.